Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Technical support was contacted and provocative testing was performed and the noise was able to be reproduced. Additionally, diagnostic imaging was performed, but did not reveal any abnormalities. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: (B)(4). Additional information was received that the episodes of noise observed on the right ventricular (rv) lead resulted in oversensing. Furthermore, rv lead damage was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. During the revision procedure, fluid was observed to be in the rv lead and device header, which resulted in the device being explanted and replaced as well. The patient was stable and will continue to be monitored.